Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that drawer 5 would not open and identified a faulty drawer latch with a missing sensor magnet. The fse replaced the latch and checked the sensor, then performed a hardware testing application diagnostic test with no failures, confirming the system was fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es chc3a drawer 5 failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.